Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the adc device was reported. The customer indicated obtaining a sensor scan of 350 mg/dl compared to a reading of 180 mg/dl on a competitor meter. The customer experienced a loss of consciousness and paramedics were called to their home. The customer was administered juice, sugar, and oral glucose for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.